Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off during use events on 29-may-2024, 31-may-2024, and 05-june-2024. Infusion set has been used for less than 8hrs for all events. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.